Event description:
A dreamstation auto CPAP device was returned to a third-party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury, and no medical intervention was reported. During evaluation of the device at the third-party service center, a visual inspection identified evidence of foam degradation/particles within the blower assembly. Additionally, dust contamination was observed, and the power connector was found to be damaged. The dust contamination and damaged power connector were not determined to be related to the reportable malfunction. Following completion of the evaluation, the device was scrapped by the service center. This event is being reported in accordance with FDA 21 cfr part 803 as a reportable device malfunction and/or serious injury.